Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) alert. Subsequently, the s-ICD was explanted and replaced. No additional adverse patient effects were reported.